Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump indicated a data log corruption. It was also reported that multiple temperature alarms occurred as well as an altitude alarm. There was no reported adverse impact to the customer's blood glucose level. No further information was provided.